Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced fluctuating blood glucose with hyperglycemia up to 400 mg/dl over two days followed by prolonged hypoglycemia down to 39 mg/dl after moving the infusion site to a new location; the user noted prior insulin smell and suspected poor absorption at scarred sites, and used oral carbohydrates to treat lows. Symptoms included low glucose. Outcomes included no medical intervention, no assistance, and no hospitalization. Investigation included troubleshooting, education, review of device behavior and recent reports, and assignment for additional training. Investigation of this case revealed no device or supply malfunction reported, with the event attributed to variable insulin absorption related to infusion site selection and potential scar tissue, and the device delivering minimal basal during lows with active insulin from a recent meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.